Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. An additional reportable event was also found in form of no image. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope exhibited an error b30 (communication error and error 315 (unsupported scope error). The reported issue occurred during inspection for use. There were no reports of patient harm.